Event description:
During service, baxter service technician reported that channel a of the device went into an 810:04 failure code. Despite baxter's efforts to obtain additonal information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved.